Manufacturer narrative:
G4: 20jul2020 b4: (B)(6) 2020 attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Product support follow-up with customer with no response. The product support advised customer per service manual data acquisition (da) board to motor controller (mc) board cable need to be replaced. Product support provided customer part ID of the part. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 07 jul 2020.

Event description:
The biomed reported when powering on the unit, there is a machine and proximal pressure sensors failed error. The customer contacted product support and was advised per the service manual data acquisition (da) board to motor controller (mc) board cable needed to be replaced. Product support provided customer part ID of the part. The customer reported that the unit was not in use on a patient.